Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the lock did not work due to the failure of the lock part of the video connector, and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the visera elite video system center was flickering and had blackout. There was no harm or user injury reported due to the event.

Event description:
Additional information was received noting that this was discovered on (B)(6) 2022 during preparation for use for an unknown procedure according to the initial reporter, the procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility (b5), and the results of the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the lock did not lock properly was due to the failure of the video connector not locking. The root cause of the failed video connector locking could not be identified. Olympus will continue to monitor field performance for this device.